Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was disassembled for investigation and a fault with the coin cell was revealed. The old coin cell was replaced and a pad-pak re-inserted into the device. It operated successfully and the green status indicator flashed normally. The coin cell in the device had become depleted but under testing it was confirmed that the device was still capable of delivering therapy. The user was alerted to the problem by the status led not being illuminated. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.